Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, when the dressing was removed, the catheter was broken near the suture wing. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On may 9, 2022, when the dressing was removed, the catheter was broken near the suture wing. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter terminated just proximal of the sliding suture wing. The proximal segment, including the connector was not returned for evaluation. The break appeared irregular. Microscopic inspection of the break site revealed a dully granular fracture surface. Tactile inspection of the sample revealed tensile weakness, necking and material discoloration in the vicinity of the break. The fracture features and accompanying material features were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : evaluation findings are in section h.11.